Event description:
It was reported that an x-ray revealed externalized conductors on the right ventricular lead. The lead exhibited no electrical anomalies. The lead will be explanted and replaced. No further information is available at this time.